Event description:
A report was received that the patient was unable to charge the ipg. The pocket site was more shallow. The patient underwent a procedure wherein the physician revised the pocket site depth. The patient was able to charge successfully after the pocket revision.

Manufacturer narrative:
(B)(4).